Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the product was returned without a reported complaint. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in tissue during a laparoscopic appendectomy, the device did not fire. The surgeon was not able to press the green button and was not able to squeeze the handle. To resolve the issue, the surgeon replaced it with new handle. There was no patient injury. Product was returned stating stapler failed to fire, surgeon failed to press green button to fire.